Event description:
Neuroshield was implanted on (B)(6) 2022 as an on lay for a self-inflicted axe trauma which severed the superficial peroneal nerve close to the ankle. Wound refused to heal over a 6-week time frame. Would dehisced and created drainage. A culture was performed of the drainage 3 weeks post-surgery as well as 2 additional collections of drainage prior to removal of neuroshield, all collections were found to be sterile. On (B)(6) 2022, the neuroshield was removed from the wound because doctor felt the body was rejecting the neuroshield.

Manufacturer narrative:
It doesn't appear that sutures were used to tack down the device. Based on the superficial location/placement, coupled with it potentially not being sutured, it's possible the device migrated near the sutured skin closure. Ideally, the device is entirely embedded so there is a layer of fascia between it and the wound closure. Since this was an on-lay, the location and lack of sutures could be the cause of migration.